Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device fails operational check. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective assy therapy. The reported problem was confirmed. The defective assy therapy was replaced with a new one to fix the issue. The device was operational after defective assy therapy is replaced with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device failed the operational test for the therapy pca. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.